Event description:
Device report from synthes reports an event in japan as follows: the patient described in this pc is the same patient reported in (B)(4). In this pc, we report the event occurred after the initial surgery. It was reported that on (B)(6) 2022, the patient underwent the orif surgery for subtrochanteric fracture of femur. In the initial surgery, the surgeon had no choice but to use an extra short nail for treatment due to the event described in (B)(4). After the initial surgery, the patient was under rehabilitation with partial weight permitted after non-weight bearing, but the nail broke near the distal lateral part of the nail where the locking screw was inserted. On (B)(6) 2022, a revision surgery will be performed. In the revision surgery, the nail will be extracted, bone graft and a fixation with a plate will be done. The surgeon commented that since he had no choice but to use the extra short nail for treatment in the initial surgery due to trouble, there is a high possibility that the treatment caused concentrated load to the nail resulting the breakage of the nail. Surgery was completed successfully. No further information is available. This report is for one (1) tfna end cap extens. 0 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a j&j employee. Postal code: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 04.038.000s. Lot #: 493p263. Manufacturing site: jabil bettlach. Release to warehouse date: 25, november 2021. Expiry date: 01, november 2031. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threads of the tfna end cap extens. 0 tan has stripped. No other problems were found. A dimensional inspection was not performed for the tfna end cap extens. 0 tan due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.